Manufacturer narrative:
(B)(4)

Event description:
It was reported that an error message occurred during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. During aspiration, after two pump strokes, the console stopped and displayed an error message. The console was reset and aspiration was attempted again; however after two pump strokes the console stopped again and displayed an error message. A third attempt was made with the same outcome. The physician considered that enough thrombus had been removed therefore the remaining procedure was carried on. The physician suspected a possible kink in the tubing that was driving the error messages. The procedure was completed with no patient complications and the patient is in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent proxi thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. During aspiration, after two pump strokes, the console stopped and displayed an error message. The console was reset and aspiration was attempted again; however after two pump strokes the console stopped again and displayed an error message. A third attempt was made with the same outcome. The physician considered that enough thrombus had been removed therefore the remaining procedure was carried on. The physician suspected a possible kink in the tubing that was driving the error messages. The procedure was completed with no patient complications and the patient is in good condition.